Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/22/2025, around 1pm, the patient experienced a ¿brief sensor error¿ on his cgm device for more than 1 hour. During this time, the patient tested his bg meter reading, which was 427 mg/dl. The patient was wearing an omnipod insulin pump. The patient was asymptomatic. He went to the emergency room for evaluation. Once at the ER, the patient was treated with IV insulin and IV fluids. The patient recovered after treatment and his bg level returned ¿back to normal¿ (no specific value was reported). The patient was discharged home around 515pm the same day. The patient was ¿feeling fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.